Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's ventilator was evaluated following a report that it appeared to be breathing for the patient but was not delivering ventilation. Device log review was unable to establish a device malfunction with a number of user advisories suggesting a leak in the system. The device was functional tested with a known good setup to confirm proper device operation. The device was internally inspected with no leaks or damage observed. The device passed all calibration testing with no issues observed. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.